Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an asymptomatic, non-dependent patient had a merlin.net transmission showing some fine non-physiologic lead noise. There was only one episode of non-sustained oversensing. Myopotential oversensing was suspected. The patient will continue to be monitored through merlin.net transmission and the patient will be seen during next in-clinic follow-up.

Event description:
New information received notes that when the patient was seen in clinic for follow-up, isometric maneuvers did not reveal any oversensing, although episodes of non-sustained oversensing were noted through merlin.net transmission. Programming changes were made. Patient¿s condition was stable. Patient will be followed on merlin.